Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision valve was chosen for implant. While prepping the valve, during exam of the navitor 35mm post second rinse, it was noted that the tissue on the valve did not look right. There appeared to be tissue of some sort on the leaflets through all the leaflets hanging off. These had the "appearance of floaters" hanging off the tissue. They don't want to implant the valve with that these things. So they got a new 35mm navitor vision valve and large flexnav delivery system. During procedure, the valve was recaptured for the second time in the patient and a decision was made to pull system into the descending and get a new system. They reached recapture limit. A new 35mm navitor vision valve and large flexnav delivery system was chosen and completed the procedure. On (B)(6) 2025, the patient experienced palpitations and pulse in 160's and pacemaker interrogation indicated ventricular tachycardia (v-tach) episodes. The patient started on amiodarone and admitted for further workups. On (B)(6) 2025, a defibrillator was implanted. The patient was reported stable.

Manufacturer narrative:
An event of arrhythmia and ventricular tachycardia was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported arrhythmia and ventricular tachycardia could not be conclusively determined. The reported surgical and unexpected medical intervention were results of case-specific circumstances as the medication was administered and defibrillator was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.